Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had power error detected alarm. The customer¿s blood glucose was 400+ mg/dl and current blood glucose is 372 mg/dl. The customer was treated with pump. Troubleshooting steps were provided for power error detected alarm and the customer declined troubleshooting for high blood glucose. Advised to monitor pump. The insulin pump will not be returned for analysis.